Event description:
It was reported in a printed literature article that an angio-seal was deployed post intervention procedure, via a retrograde puncture. Ultrasound was used to assess calcification. Approximately 24 hours later, a small pseudoaneurysm developed; however it did not require intervention. The implant and event date are unknown; sometime between 2002 and 2006.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.